Event description:
Procedure: lap cholecystectomy. Reportedly, the "security" mechanism of the trocar did not work properly during use when entering in the peritoneal cavity. The trocar was placed in para and "sus" umbilical position and prior to insertion a skin incision was done. Introduction was done under permanent visual control. Then, it is alleged that there was a hemorrhage due to a latero-posterior wound of the sub-renal aorta. The wound was sutured immediately and the hemorrhage was controlled with "perfusion." The patient was transferred to intensive care post procedure where they later expired due to "coagulation diseases" related to the "perfusion."